Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention and pocket infection. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they got a bad infection at the implant site. They said everything swelled up, was hot to the touch, and they had a fever and chills. They were in the hospital from (B)(6) 2021 to (B)(6) 2021. They were given antibiotics which didn't work. They said the device was not removed. They were sent home and for a month the patient had new antibiotics through infusions and they were given benadryl because they were allergic to the antibiotics. They said the swelling went down and they were able to void and have a bowel movement. They said then it began to swell again and get hot to the touch and they weren't able to void or have a bowel movement. They wanted the device removed, but the hcp was out of town until (B)(6) 2021. It was noted the patient reported swelling that went all the way up to the wires in their back and they noticed the device was turning sideways. Patient said on the night of (B)(6) 2021 they started getting shocked like crazy, they were getting shocked up to their neck and in the right leg. They fell on (B)(6) 2021 and went to the ER. The were assisted with successfully turning the stimulation off.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a pocket infection about six months ago, and both the ins and lead were removed at that time. Per the caller, on the day of the report, they placed a new lead and ins.